Event description:
The customer's mother reported that the customer was hospitalized, due to hyperglycemia. The reported blood glucose reading was 280 mg/dl. The customer did not feel well enough to perform troubleshooting at the time of the phone call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.